Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mlq446-8556h and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was obtained: what do you mean by ""the same event occurred in a row""? Suture breakage occurred in a row. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? It is reported 3 devices. Confirm the lot (s) involved for each suture device involved? The lot number is mlq446. No further information will be provided. Note: events reported via mw 2210968-2019-82893, 2210968-2019-82894.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgery on (B)(6) 2019 and suture was used. The suture was broken during continuous suturing though it was used as usual. There were no adverse consequences to the patient.